Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Event description:
The patient reported not feeling well and sent in a remote heart monitor interrogation to the clinic. The information revealed that the device reached elective replacement indicator (eri) and placed the device settings at vvi 65. The patient was dissatisfied with the premature depletion of the device, and that it lasted less than five years. The device was removed and replaced. No patient complications were reported as a result of this event. It was later reported that the patient felt they may have "died" from the device malfunction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Event description:
The patient reported not feeling well and sent in a remote heart monitor interrogation to the clinic. The information revealed that the device reached elective replacement indicator (eri) and placed the device settings at vvi 65. The patient was dissatisfied with the premature depletion of the device, and that it lasted less than five years. The device was removed and replaced. No patient complications were reported as a result of this event.